Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device battery had reached normal elective replacement indicator. On (B)(6) 2016 the device was explanted and replaced. No additional information was reported.